Manufacturer narrative:
The subject device is not available.

Event description:
During the coil embolization procedure, it was reported that the subject coil could not be detached with the inzone and when the subject coil was retrieved from the aneurysm it was prematurely detached in the microcatheter inside the patient. The subject coil was trieved with the microcatheter and procedure was continued after changing the coil. No clinical consequences was reported to the patient.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Information available indicated that the device was confirmed to be in good condition after unpacking and the device was prepared as per the dfu. Based on the information currently available the exact cause for the reported issue cannot be determined.

Event description:
During the coil embolization procedure, it was reported that the subject coil could not be detached with the in zone and when the subject coil was retrieved from the aneurysm it was prematurely detached in the microcatheter inside the patient. The subject coil was trieved with the microcatheter and procedure was continued after changing the coil. No clinical consequences was reported to the patient.